Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that the insulin pump had off no power alarm. The customer¿s blood glucose level was 145 mg/dl at the time of the incident. Customer had low blood glucose of 140 mg/dl and they treated with food. The drive support cap was normal. The customer did not received low battery alarm prior to replace battery now alarm. The customer was advised to discontinue use of the insulin pump and to revert to the back-up plan. The insulin pump will not be returned for analysis.